Manufacturer narrative:
Customer reported basal units not displaying properly in cp app (samsung z-flip, android 13, app version 3.2) "an attempt to reproduce the reported event using the cp app with 3.2.0 installed on iphone 12 mini (v.17.0.3) with mmt-1886a pump (software version 8.13.2) was conducted and the issue was reproduced. We have the following observations: 1. The basal rate is 0.000 u/hr on the patient graph screen. 2. Infinite spinner on the history page, after upgrading the cp app from the previous version to 3.2.0.   The software failed to meet the specified requirements and performance expectations.   We found two issues in our investigation: 1. The root cause stems from the code responsible for concealing the basal rate during auto mode not functioning following the transition to udm. While the same default values (0.000 rate and basal pattern are transmitted to cl and cp in auto mode. This issue doesn't appear in prior editions of cp, despite the fact that the code has not been altered. 2. For infinite loading on the history page, we conducted a thorough investigation and found that with the introduction of udm in version 3.2.0, the json structure of 'display message' response objects have transformed. As a result, the database-to-application (dbtoappnotificationhistoryentitymapper) mapper fails to fetch the objects from the database, causing them to fail to load on the history screen. This issue leads to a continuous loading spinner on the history screen.   The esf number that corresponds to the reported issues are 4972556, 4975798.   To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively:¿ for infinite loading on the history page: 1. Unfollow and then follow the patient again. 2. Reinstall the 3.2.0 app. For basal rate issue, currently, there is no workaround for the basal rate issue. The issue will be resolved in the upcoming cp application release/s. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the care partner saw the basal from the auto mode (carelink connect application). Troubleshooting was performed and the sensor glucose was monitored using the carelink connect application. No harm requiring medical intervention was reported. The customer continued using the carelink and it will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.